Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving dilauid (30 mg/ml at 7.261 mg/day) via an implantable infusion pump. It was reported that during a refill procedure the pump was alarming and the message screen that stated a motor stall has occurred and that the pump has been stalled for roughly ~249 hours; the caller could not hear the pump alarm. It was noted that the patient had a magnetic resonance imaging (MRI) on (B)(6) 2020. The logs were pulled and showed that the pump had stalled "nearly every day since (B)(6) 2020" and that the pump logs do not go back further than (B)(6). It was also reported that during the refill today 10.6 ml were expected but 16.2 ml were pulled out. The caller noted that during a refill performed on (B)(6) 2020 the expected vs. Actual was "spot on" and his actual volume was less than 0.2 ml off. The hcp plans to call the managing healthcare provider (hcp) to review the motor stall and to schedule a replacement. The pump password was then later provided. No further complications have been reported as a result of this event.